Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer had symptoms such as feeling woozy. The customer was treated for the high readings by emergency medical services. The customer stated that he took his medication incorrectly which caused him to have high readings. The customer declined to troubleshoot for high readings.